Manufacturer narrative:
Product ID 8709, serial# (B)(4); product type catheter. (B)(4).

Event description:
It was reported, the patient was ¿sick as a dog.¿ the patient was ¿puking¿ and nauseous. The device was checked and it was determined there was a "tear" in the pump. The tear started small and ended up being huge. The problems with the pump started at the ¿very end.¿ the pump and catheter were replaced immediately. The pump was delivering morphine.